Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged, returned empty additional information: which firing of the device did this event occur on? 1st clip. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient, and the clips came out sideways and a new device was opened. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes, the 1st assist. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Additionally the device was returned empty and locked out. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephrectomy procedure, the clips were coming out sideways from the device. A second device was opened and the case was completed with no patient consequence.